Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.